Event description:
It was reported that the jaw of new needle holder snapped when gripping the suture needle. There was no harm to user or patient. Different holder was used to complete the procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.The event is filed under internal KARL STORZ complaint ID: (b)(4)